Manufacturer narrative:
Livanova field service representative checked the system and found that the flow sensor was not working (no flow was displayed). Serial number of defective flow sensor could not be retrieved since not fully readable. As troubleshooting, flow sensor was replaced with sn (B)(6) and the flow reappeared. Based on collected information, the root cause of the issue can be traced back to a faulty flow sensor, most likely due to wearing of its electronics. The wearing of electro-mechanical devices can be originated by the specific use condition at customer's site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market. Since the issue is promptly detectable (no flow is displayed) the customer can readily react and install a flow sensor. Therefore there is unlikely possibility to cause any patient injury. The event has been reassessed as not reportable.

Event description:
Livanova deutschland received a report related to a faulty arterial flow involving the cp5 flow module. The event occurred during procedure. No additional information was provided. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The unique identifier (UDI) number has not been provided by the original equipment manufacturer. This information will be provided in a supplemental report if made available. . The cp5 flow module 25-60-70z is not distributed in the USA and it is similar to cp5 flow module 25-60-70, which is distributed in the USA (510(k) number: k112225). H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the flow sensor measurement . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.